Event description:
Saline implant ruptured, had no issues. Warranty replaced implants and upholds allergan natrelle style 20 silicone cohesive gel as safe and FDA approved. I wanted saline replacement yet he typed the new cohesive as he was also new in a cancer center facility. He is an excellent dr and seems as though he too was ill advised. Since the date of implant, I have had issues yet never attributed them to my implants. Two years ago, I started seeking answers through my general physician and she started monitoring me for lupus, ra, lymphoma and thyroid. It started with my eyes and hands swelling in 2014 a few months after implant, then moved to the past 2 years starting in 2016: hair falling out, thyroid tumor, weakness, extreme fatigue, migraines, face rash, purple patches, severe bilateral joint pain as if there is glass in them, finger nails lifting, insomnia, general odd swelling, and the brain fog is so bad at times I know what I need to be doing yet have a blank in implementing it. I am not depressed, neither do I have any other health issues other than a heart arrhythmia for which I saw a cardiologist too and wore a heart monitor to rule out my symptoms were not my heart. Last (B)(6) 2018, I ran into an acquaintance that asked if I was ok. As I mentioned my symptoms she immediately asked if I had implants. She explained of same symptoms and told me about bii. Since then as an investigator I casually shrugged it off as a possibly, yet was unable to connect implanting as a cause or explanting as a cure. Now today I am convinced these silicone implants are killing me and I am asking for FDA and allergan to help in removing and healing me due to the lack of research and info provided to me. Note: it took all I had to find a gp and testing since I have a phobia of dr's and hospitals yet when the day came that I was unable to function and feared it was my heart I found a gp to try and find a solution. To date, it is continued and a request for blood work every flare up I have. I am now in a constant state of flare, nothing is going away and I am hurting badly. Please, I am asking FDA and allergan to review and remedy my complaint by assisting in explanting these toxic silicone cohesive gel implants that should have never been placed back on the market in the first place allocating the MFR to compile the data for any health concerns which makes absolutely no sense in itself. As a licensed investigator, I am appalled this is happening in our health system. FDA safety report ID# (B)(4).